Manufacturer narrative:
The device was not returned to resmed for an evaluation. The internal battery was replaced by the customer to address the issue. Resmed has requested for the device to be returned so that an engineering investigation can be performed. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device a battery error message. There was no patient harm or a serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device a battery error message. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
An investigation was performed on all available information. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).